Event description:
A revision surgery was performed on a six-level posterior lumbar sequoia pedicle screw construct to remove a backed-out closure top. Five other closure tops and the associated rods were still locked in position but were also removed. The revision surgery was completed with new rods and closure tops.

Manufacturer narrative:
Product will not be returned. Visual and functional evaluation of the explanted rods and closure tops is not possible because they were retained by the pt. However, the surgeon associated with this reportable event stated that while he had to perform revision surgery to remove the one closure top that loosened, he feels that he had full and proper locking of the closure tops on all screws, including the other five that were still locked prior to removal, based on the marks left by them on the rod. The torque limiting handle used to lock the closure tops was returned to zimmer spine for evaluation and found to perform to specifications. Without return of the implants, the cause of the closure top that loosened cannot be determined. No further actions will be taken since there are no suggestions of improper locking techniques, screw position, pt preparation, rod preparation, off label use, system deficiencies. Or product discrepancies. This is the final MDR report for this event.